Event description:
Note: event date is not known. It was reported to boston scientific corporation that a button replacement gastronomy device was used during an enteral feeding device replacement procedure. According to the complainant, when nutritional supplement was injected through the button using the right angle feeding tube, nutritional supplement leaked from the continuous adaptor. The leak did not improve when stomach pressure was reduced. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).